Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components, 6 devices had worn components, 1 device had a misaligned component, 1 device had a detached component, and 1 device had a missing component.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage or the brakes would not engage. There was no patient involvement.